Manufacturer narrative:
The device was not returned as it was implanted in the patient. Attempts have been made to obtain additional information. However, our attempts have been unsuccessful. Since the device was not returned the complaint could not be confirmed and the event cause could not be determined. Possible contributing factors of "failure to open the distal end" include damage to the pipeline braid, patient tortuous anatomy and deployment of the device on a bend. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. It is not recommended to initiate deployment of the device on a bend. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ note: perforator occlusion is a known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. All products are 100% inspected for damages and irregularities during manufacture.

Event description:
Medtronic received report that a balloon was used to open the pipeline flex with shield. The patient was reported to have one unruptured aneurysm that caused localized headaches, pain above or behind the eye and numbness in right hand. The aneurysm was previously coiled and have never ruptured. It was in the left hemisphere, saccular, and in the internal carotid. The max diameter was 1.6mm with a dome of 1.5mm. The neck was 2.5mm with parent artery distal 3.4mm and proximal 3.5mm. The aneurysm was 90% thrombosed prior to ped placement. Post successful device placement, there was significant stasis with residual aneurysm. No patient injury occurred. Baseline nihss and mrs was 0. At 6 month follow up, the angiogram showed complete stasis and complete obliteration. Nihss and mrs were both still 0.